Manufacturer narrative:
The returned driver was examined under magnification. The driver end appears to have sheared off in a brittle fracture, with a portion being broken in a torsional fashion. The tip of the driver was not returned. The fracture is also located in the body of the hex tip and not at the intersection between the tip and the rest of the shaft. This indicates that the driver may not have been not fully engaged in the screw hex recess when used. The fracture pattern also indicates a side loading (bending) was applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Additional mdrs associated with this event: 3025141-2020-00240: screw.

Event description:
A screw was being implanted into a patient. While inserting the screw, the driver tip broke off in the screw head and could not be removed and was left implanted. The screw (with the driver tip) was locked in place but was found to be too long and in the joint. The screw was shortened as possible from the underside of the bone.